Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and could not duplicate the failure after performing several leak tests. As a precaution the stm replaced the luer. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer stated that during service/test the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. No patient involvement. No adverse event reported.